Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at sister¿s house. The customer was hospitalized on (B)(6) 2019, due to congestive heart failure. The cause of death was congestive heart failure due to type 1 diabetes. The caller stated that the customer had congestive heart failure that may have led to the customer's passing. The customer¿s blood glucose was 140 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. Unknown is the customer was using sensors. The customer was hospitalized from (B)(6) 2021, to (B)(6) 2021, due to congestive heart failure. The caller declined to return the insulin pump for analysis.